Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(4). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that the tip of the driver broke intra-operatively while trying to remove a screw cap during an unknown spine procedure on (B)(6) 2017. No surgical delay reported. No fragments left behind in the patient. Procedure completed successfully with back-up device. No additional medical intervention required. Patient status is unknown, this complaint involves 1 device. Concomitant medical products: screw cap, part/lot# unknown, qty 1. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part 03.632.072, lot 6611998: release to warehouse date: august 09, 2011 (ous, export only); may 31, 2011 (us). Supplier: (B)(4). No non-conformance reports were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was completed: the returned screwdriver was confirmed to have a broken tip and the tip is slightly twisted in the direction of screw removal. The device has minor surface wear which does not impact functionality. A visual inspection, drawing review and DHR review were performed as part of this investigation. The complaint is confirmed. Replication of the complaint condition is not applicable as the device is already broken. The relevant drawings were reviewed during investigation. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. No definitive root cause was able to be determined. The driver likely experienced excessive torque during use. There were no issues during the manufacture of this product that would contribute to this complaint condition. The design history was not found to impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for the intended use when employed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.